Event description:
As reported to MFR: customer reported during elevation of the blade a small part (spring) of the blade assembly became loose. The surgeon had to withdraw the blade in the upright position. The metal part had to remain in the carpal tunnel. The surgeon decided to switch to an open procedure to remove the metal part. The pt is well and the result of the procedure is in line with the expected. No injury or unexpected risk with serious consequences for the pt was observed.